Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 5 mmol/l at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on act button. No button error alarm during testing. We were unable to confirm unexpected error alarm and unable to perform any tests due to button unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.